Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres (atm) for 30 seconds. However, during second inflation at 12 atm for 30 seconds, the balloon ruptured at the center part. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient injuries reported and the patient status was good.